Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a 4 hour gap of data during the night. Additionally, it was reported that the patient slept through the vibration alerts and was unclear if other issues occurred.. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.